Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device had the cannula assembly fully deployed. The pod delivered 1274 pulses. The inspection of the needle mechanism found no abnormalities. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Investigation found no issues that would result in the reported needle deploying early. The download data generated an 0x41 alarm indicating safety sensor maximum summed error table. No timeouts were seen in the data. However, rotational sensor abnormalities were seen in the data. The device was reset & rerun. The rerun data replicated rotational sensor abnormalities. The components of drive mechanism were closely inspected, and contamination was observed on the commutator cap. This contamination resulted rotational sensor abnormalities and the 0x41 alarm.